Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation revealed auto mode switch episodes. The physician suspected the episodes were inappropriate due to external interference. The physician elected to take no action. The patient medical condition was good before and after the event.